Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead was extracted. Implantation of a new lv lead was abandoned and a previously implanted lead was successfully reactivated. It was further reported that the device had experienced early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Concomitant product: d314trg ICD implanted: (B)(6) 2012. (B)(4).